Event description:
Customer reported that during a cardiac arrest, the device stopped compressions and the board showed the user advisory 45 message. Customer tried pulling up the lifeband to try and clear the message but the device stopped working.

Manufacturer narrative:
Reported complaint of "the device stopped compressions and the board showed the user advisory 45 message" was partially confirmed. The board was run with the test manikin for 30 minutes without any issues. However, when the large resuscitation test fixture (equal to a 250 pound patient) was used, board stopped after a few compressions. Power distribution board was found to be at fault and was replaced. It should be noted that archive file indicated that on the date of the reported event ((B)(4) 2012), before the device was sent in for service, it ran for 922 compressions (approximately 11 minutes) with no issues. Board passed final test after the distribution board was replaced.